Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, an intuitive surgical (is) technical support engineer (tse) was contacted for troubleshooting assistance by the isi clinical sales representative (csr) to report that when they were about to dock the system, they were having an error where they were able to disable arm 1 and recover the fault, but they needed all arms to perform the surgery. Prior to contacting tse, they hard power cycle the system, with no improvement. Tse checked error logs and found error 32100 and 32098 occurring in universal surgical manipulator (usm) 1. Tse confirmed that the usm would need to be replaced, and csr explained that customer was converting the surgery as they needed all arms. The procedure was converted to a traditional laparoscopic surgery with no report of patient harm, adverse outcome or injury. There was a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) contacted the distributor and obtained the following information: the port incision was not increased, no additional ports were placed, and the patient did tolerate the conversion.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and was ready for use. As of the date of this report, the usm has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis. In the system logs, the 32100 and 32098 errors were found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where 32098 error was triggered, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform where all relevant testing was passed within specification. The probable root cause of the reported issue can be attributed to an electrical/fiber optic fault of the axes controller motor (acm) printed circuit assembly (pca) within the affected usm.

Event description:
Refer to h11 for follow-up information.